Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: jan 11, 2023. Device evaluation: the product was returned to the manufacturing site for evaluation. The suspect lens was received cut in half. The lens was cleaned and visual inspection under magnification was performed. A scratch on the surface and a bent, twisted and detached haptic were observed. The complaint issue of "haptic detached" was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Weight and ethnicity: unknown; requested but not provided. Implant date: if implanted, give date: not applicable, as lens was removed/replaced during the same procedure. Explant date: if explanted, give date: not applicable, as lens was removed/replaced during the same procedure. Device evaluation: the device was not returned at the manufacturing site; therefore, product testing could not be performed, and the customer¿s reported complaint could not be verified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. A search of complaints related to this production order (po) was performed. The search revealed that no similar complaint for this production order number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was fully inserted into the right eye and the trailing haptic came off. The event was observed after insertion of the iol. The iol was removed and replaced with another johnson and johnson iol (same model, same diopter). There was no medical or surgical intervention required and no patient injury. No further information was provided.

Manufacturer narrative:
Corrected data: upon further review it was noted that "g4" field was inadvertently left blank on the initial MDR, but should have been populated with "no". It was also noted that the concomitant product was inadvertently not included on the initial MDR. Therefore, the information has been corrected in this supplemental MDR report and the following fields have been updated accordingly: section g4: combination product: no section d10: concomitant medical products and therapy dates: medical product: emerald cartridge. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.